Event description:
It was reported that the patient developed a hematoma. The patient's pocket was revised and the implantable cardioverter defibrillator (ICD)&#1473;s sutured to the muscle layer. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.